Event description:
It was reported that while monitoring ECG on a pt, the device's service light came on, the screen went blank, and the device powered itself off. The medics turned the device back on and continued monitoring the pt. Another device was sent over and used. It was confirmed that there was no affect on pt care.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the nibp module, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.